Event description:
The customer's parent reported via phone call that several no delivery alarms have occurred. The parent also reported there was a chunk missing from the battery compartment of the insulin pump. Customer's blood glucose was 139 mg/dl. It was also found there was a crack on the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan while their insulin pump was being replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to moisture damage on the force sensor resistor. The functional testing could not be completed due to the prime anomaly. The insulin pump had broken battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.